Manufacturer narrative:
(B)(4) evaluation summary: (B)(4). Visual and functional inspections were performed on the returned device. The reported stent dislodgment was confirmed. The reported failure to deploy was unable to be replicated as the stent was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a cause for the reported difficulties.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat significant stenosis in both sides of the common iliac artery; however, the right side is a little more stenosed. Extreme plaque with calcification was noted in the distal abdominal aorta. First a kissing balloon angioplasty was performed with a 3 mm balloon, then a 4 mm balloon, followed by an 8 mm balloon with an unsatisfactory result on the right side. The 8 x 19 mm omnilink elite 35 stent delivery system is inserted in the right side lesion; however, the stent implant did not deploy during inflation of the balloon. The stent implant dislodged from the balloon and was located in the distal abdominal aorta. A 3 mm balloon catheter was advanced inside the stent implant, repositioning the stent implant in the stenosis and successfully deploying it in the lesion. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.